Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having low battery issues with his insulin pump. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer found a failed battery test alarm in the alarm history. Additionally, the patient was off of the insulin pump for five hours due to heart surgery; after the surgery he had a sandwich and his blood glucose increased to 424 mg/dl. The insulin pump was not returned for analysis at this time.